Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient's right ventricular (rv) lead exhibited high pacing thresholds. This tv lead was then explanted. No additional adverse patient effects were reported.